Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient never had therapeutic effect or pain relief since pump implant and wanted the pump to be turned off. It was indicated that a dye study was performed and the health care provider (hcp) was unable to aspirate the catheter. A catheter revision was scheduled, but due to the patient's high blood pressure, the procedure was cancelled. It was noted that consent was signed for the pump and the pump was turned off. The outcome of the patient was not provided. The drug that was delivered via pump was morphine, however, currently there was no drug in pump.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).